Manufacturer narrative:
This supplemental is to correct the brand name, model number, conclusion codes, and investigation results. The pump has been returned and evaluated by product analysis on 07/07/2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation; the complaint could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the patient experienced hyperglycemia while on insulin pump therapy. No blood glucose measurement or symptoms suggestive of hyperglycemia were reported. Animas customer support attempted to contact the reporter in follow up, but was not successful in obtaining further information. This reported event does not meet animas' criteria of a reportable adverse event. The distributor alleged the pump had an issue of inaccurate delivery. Troubleshooting revealed all pump settings were as intended, the prime history was confirmed as appropriate, there were no associated alarms in the alarm history and per the pump history the pump delivered insulin as programmed. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved with troubleshooting.